Event description:
It was reported that an m.blue plus shunt system (#fx844t) showed adjustment difficulties before the surgery. The complained product was not sent to the manufacturer for investigation. No patient complications were reported as a result of the procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. It was still packaged in the original sterile packaging. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the packaging of the valve. Results: based on our investigation results, we cannot detect any functional deviations or other abnormalities in the product. It was possible to adjust the m.blue to all pressure levels, the valve works within the specification. During the visual inspection of the product, we were able to read a delivery pressure level of 26cmh2o, and we noticed that a pressure level of 0cmh2o was visible on the adjustment tool on the outlet side. It is likely that the opening pressure was read incorrectly on the outlet side. As stated in the IFU (see: "m.blue plus adjusting tool"), the desired pressure level must be read in the direction of the proximal catheter (leading to the valve). We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.